Manufacturer narrative:
Patient information was unavailable from the site. The device will not be returned as they were consumed in the patients; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, the most likely cause for the reported event is procedure related. Onyx¿ liquid embolic system instruction for use (IFU) states, "indications for use presurgical embolization of brain arteriovenous malformations (bavms)." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure of endoleak, the some of the onyx migrated to the lung. It was reported that onyx les used for endoleak filling and onyx refluxed into inferior vena cava (ivc) while filling endoleak. Some of the onyx migrated to the lung. Physicians noted this but were not concerned and continued with the procedure. There was not any patient symptoms or complications associated with this event.